Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes showing possible loss of capture was observed. Rv capconfirm threshold trend was varying and increasing lately due to patient's renal problem. Episodes of noise and an episode of myopotential oversensing was also noted. Programming changes were suggested. Rv threshold was normal during next follow-up. Patient was doing well and will be followed-up.